Event description:
It was reported that the tubing of a clearlink system continu-flo solution set fell apart during a blood return check. The issue occurred when a saline flush was running. The damage was reported to be at the spot where the tubing meets the purple connector with a luer lock. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the second y-site clearlink in the upstream part. During examination of the tubing, it was observed that there was a lack of solvent applied in all the circumference of the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.